Event description:
Related manufacturing reference: 3005334138-2023-00041, 3005334138-2023-00043, 2184149-2023-00034, 3008452825-2023-00048. During a redo atrial fibrillation procedure, communication and display issues occurred as well as an effusion needing pericardiocentesis and the case was cancelled. In the beginning of the case, everything seemed fine. The system passed validation, and everything appeared green on the prs window. After a while, with cs in place and transseptal puncture completed, when tactiflex was connected to the system, an error message appeared indicating inadequate positioning of the impedance patches. Troubleshooting included revalidating, resetting check metal field and metal baseline, recollecting respiration, turning off "irregular respiration detection", rebooting the amplifier, rebooting the dws. We decided to use new impedance patches for the orange and red connection which were difficult to position in the first place due to patient anatomy. The new patching position looked okay. However, when we logged back into the case, we could not resume last study, the following message appeared: "no active enguide included in the study" or something similar, which prevented us from resuming the previous (existing) study. As a result, we had to create a new study, which means that neither the existing blue patch (left leg) nor the tactiflex could be used as the system recognized that they have already been "used". To overcome that, a new blue patch (left leg) was used as well as a new tactiflex catheter. Everything seemed to work fine this time and validation succeeded. Prs positioning looked green, respiration green, tactisys connection green, tactiflex signals ok on ensite, contact for reading worked fine. However, when the tactiflex catheter was inside the left atrium, the catheter contour would freeze every other second for a prolonged period of time and appear red on the ensite x screen. This is a behavior that has been observed when the catheter moves fast between two locations inside the heart, but this normally occurs for half a second or so and only once or twice during the entire study. In a case today, the catheter would be frozen/red most of the time, only to come back to normal behavior for a couple of seconds and then return to frozen/red state. It was impossible to create model or map, since the catheter would stop acquiring points every time it got red. On top of this it was impossible to navigate while only being able to see the catheter's actual location for a second or two and then freezing. Of course, we tried all troubleshooting steps, reconnecting the catheter, resetting sheath filter, new respiration compensation, new metal baseline, new metal check, all seemed to work fine and prs-a & prs-p indicators were constantly green. The second tactiflex was replaced with a new catheter. Despite several repetitions of the troubleshooting steps described above, the behavior remained the same with the catheter freezing/turning red every other second or so. For some reason, the cs signals, even though visible on the recording system, appeared purple / flat on ensite. We decided to completely disconnect the cs catheter from the ensite amplifier. Now suddenly the tactiflex seemed to work fine. We decided to proceed with collecting model points. We collected a few anatomical points of the la model. However, there was a strange observation on the la model. When the catheter reached the roof of the la, the cf arrow would point towards the floor (opposite direction than one would expect). Note that this has nothing to do with the <5g uncertainty threshold, since the cf was good enough to have the arrow visualized to the correct direction. We then asked the physician to curve the catheter tip towards the red rod on his handle. What happened was that the catheter tip actually deflected towards the blue rod. And vice versa. It seems as if the magnet information was behaving the other way around (as if the two magnets were wrongly placed inside the catheter tip. Due to all the above, the decision was made to switch to carto which caused a delay.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Log file analysis indicated no error messages, contact force was displayed, and no ablations were performed after insertion into the patient. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. Electrode 1, the tip thermocouple, the magnetic sensor, and polarity orientation met specifications during electrical testing with no open or short circuits detected and the 10-pin connector eeprom met programming specifications. In addition, the catheter met specifications during leak testing. A simulated ablation was performed on an ensite x system and no display anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported "error message of inadequate positioning of the impedance patches¿ remains unknown.